Manufacturer narrative:
Both product retains and product returns were evaluated for adhesion with no issues observed.

Event description:
On (B)(6) 2015 - the end user reported the device is causing red sores in the area they are applied. On (B)(6) 2015 - the end user reported also that the adhesive on the device was pulling the skin off.